Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer replaced the battery yesterday and they received a power error detected alarm. The customer stated that he was in (B)(6) over the holidays and went through a pack of batteries in a week. The customer was advised that the internal power source is unable to charge. The customer stated that the pump is operating on aa battery only. The customer was advised to clear the alarm. The customer was advised to monitor the pump and call back if the error recurs in the next 4 hours.